Event description:
It was reported that the customer was having low blood glucose for about three times a week for two months. Caller stated that the customer was having issues with his insulin pump, it was over delivering. Caller stated that the insulin pump delivered bolus without any one programming then. Caller stated that information was uploaded and they found that there were 7 boluses that were delivered on different days while the customer was sleeping. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No buttons or bolus anomalies noted during testing.